Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-07389. It was reported that patient experienced infection that confirmed on blood work. Reportedly, patient was hospitalized and treated with steroids and antibiotics. The infection has resolved, and patient was discharged from the hospital

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.